Manufacturer narrative:
The company rep examined the system and replaced the pressure vacuum manifold and the pneumatic connector assembly. The system was then tested and met product specifications. The root cause has not been determined. (B)(4).

Event description:
A customer reported that during a vitrectomy procedure, the equipment did not respond to the extraction command. The surgeon performed manual injection and extraction of the silicone oil to complete the case. There was no pt harm reported.